Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the buttons stopped working. The customer's blood glucose was 241 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. No unexpected restart, blank display or display anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.